Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "capsule contracture", baker grade unknown, symptoms of breast implant illness - not related to the device, "stable groups of microcalcifications", and a hypoechoic mass - not related to the device. Healthcare professional later reported baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, broken the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ calcification: no observed. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. ¿ varied injuries -ndr: not applicable as the event is not related to the device. No additional observations.

Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown, symptoms of breast implant illness - not related to the device, "stable groups of microcalcifications", and a hypoechoic mass - not related to the device. Healthcare professional later reported capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. The device remains implanted.